Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. All troubleshooting attempts to resolve the alarm were unsuccessful. The customer was advised to connect the transduced inner lumen to the console for an arterial pressure and re-zeroed the iab. Therapy had not been interrupted. The fiber optic cable was left unplugged as therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. All troubleshooting attempts to resolve the alarm were unsuccessful. The customer was advised to connect the transduced inner lumen to the console for an arterial pressure and re-zeroed the iab. Therapy had not been interrupted. The fiber optic cable was left unplugged as therapy was continued. There was no patient harm or adverse event reported. It was later reported on 03-april-2021, that unfortunately they had to emergently discontinue the iab due to loss of pedal pulse. The catheter seemed to be discarded at this point. I was not working when they discontinued the iab catheter. The patient developed a large clot in the lower extremity and due to complications passed a short time after.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. All troubleshooting attempts to resolve the alarm were unsuccessful. The customer was advised to connect the transduced inner lumen to the console for an arterial pressure and re-zeroed the iab. Therapy had not been interrupted. The fiber optic cable was left unplugged as therapy was continued. There was no patient harm or adverse event reported. It was later reported on 03-april-2021, that unfortunately they had to emergently discontinue the iab due to loss of pedal pulse. The catheter seemed to be discarded at this point. I was not working when they discontinued the iab catheter. The patient developed a large clot in the lower extremity and due to complications passed a short time after.